Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4) captures the reportable event of surgery, performed to explant the device and leads.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the associated leads were explanted approximately two months post-implant. The patient had a hematoma with a suspected infection, and it was reported that the wound had never fully healed since the implant procedure. It was noted that this patient undergoes dialysis treatments. No additional adverse patient effects were reported. The explanted products were not intended to be returned.